Manufacturer narrative:
This complaint was previously reported in MFR report #3006630150-2016-00561.

Event description:
A report was received that the patient experienced wound decubitis. The patient's leads were explanted and the issue later resolved. The physician assessed that the event was related to the device.

Event description:
A report was received that the patient experienced wound decubitis. The patient's leads were explanted and the issue later resolved. The physician assessed that the event was related to the device.